Event description:
Reporter stated that customer received the following results on the aviva expert system within 8 minutes: 413 mg/dl and 177 mg/dl. Customer adjusted her insulin based on the 177 mg/dl result. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).